Manufacturer narrative:
The lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations of high threshold and impedance against the lead cannot be confirmed. There were no manufacturing rejects or anomalies of this event type recorded in the device history record. Complaint review of serial numbers (B)(4) found no additional similar reports. The device manufacturing inspection procedure, permanent pacing lead final inspection, was reviewed to verify that the device was inspected for the reported failure. The device is verified 100% for electrical and visual function. As stated in the manufacturing procedure. Under sampling plan "all finished leads will be inspected 100% unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox and the tips of steroid eluting leads. After completing inspection, re-attach tip protector tubing. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py2 leads, use helix to connector pin as contact. All other polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing". The instructions for use (IFU) petite series provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. After implantation the patient should be monitored for several days for electrode displacement, and the lead should be repositioned if necessary. The lead was capped (taken out of service) and was not returned for analysis. Electrical issues are recognized clinical events referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer reported they received a registration form for this patient indicated that rv lead was capped due to high threshold and impedance. The lead was implanted for approximately (B)(6).